Event description:
It was reported to philips that the pins on the battery pca showed signs of wear and were hindering the components ability to make proper contact with the battery. There was no reported patient or user involvement and no adverse patient/user impact.